Event description:
It was reported by the customer that during sterilization, there was a crack in the pneumatic hose of the maestro drill. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is completed.